Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003 getinge USA sales, llc 45 barbour pond drive wayne, nj 07470 contact person: (B)(4).

Event description:
It was reported that while connected to a patient, the ventilator alarmed for high airway pressure. There was no patient harm. (B)(4).

Event description:
Importer ref. #:(B)(4). Manufacturer ref. #:(B)(4).

Manufacturer narrative:
The ventilator was investigated on site and the o2 gas module and air gas module were replaced and returned for investigation. The air and o2 gas module regulates the inspiratory air and oxygen gas flow to the patient. The reported alarm for high o2-concentration was not reproduced during test of the o2 gas module and the air gas module in a ventilator. No alarms were generated during ventilation. During tests in the production test system for gas modules, both gas modules were oscillating. The oscillations were caused by faulty nozzle units. The nozzle unit has a predetermined lifetime and is replaced at preventive maintenance (pm) that must be performed every 5000 hours of operation or at least once a year. In this case the nozzle unit failed prematurely. Evaluation of the received device logs shows that the matching event on august 30 during the time period 16:11 to 16:49, had escalating alarms for airway pressure high. The pre-use check was confirmed to be successful both before and after the event. Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact person: (B)(4).